Event description:
The implant malfunctioned due to sinus perforation. The initial report did not have the correct event type documented. The correct event type, serious injury, is provided in this follow up report.

Event description:
The implant malfunctioned due to sinus perforation.